Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: - could you please advise if the issue reported in this complaint is for the 3 packages showed in the attached picture? Yes. Two packages is opened, the other is unopened. - is there evidence that could suggest that the reported suture was part of a product mix in the package? Unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted, and no related non-conformance's were identified. Related events captured via 2210968-2023-06781 and 2210968-2023-06783.

Event description:
It was reported that a patient underwent unknown plastic surgery on an unknown date and suture was used. Before opening the package, it was found that the product sutures also included a clear, not black, version. The surgeon chose to use the black color. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/21/2023. H6 component code: g07002 no device problem found. Additional information: h3 photo investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received, one unopened sample that pertain to product code 1696g. During the visual inspection of the sample, the samples belonged to product code 1696g for ethilon black monofilament. No product mix or incorrect components were found during the evaluation. However. It was noted that the suture has an unusual color on the strand (is not black), this cause that the suture to appear to be different. An analytical characterization experiment, performed on black silk sutures, demonstrated that sutures lost their color within 48 hours if are exposed to a 3% hydrogen peroxide solution. Unopened suture product exposed to hydrogen peroxide vaporization decontamination (such as in an ER) would eventually cause these black-colored sutures in current overwrap packaging to lose their black color, but it is not known how many decontamination treatments would be necessary to achieve this. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related report: 2210968-2023-06781, 2210968-2023-06782 and 2210968-2023-06783.